Event description:
It was reported that the patient presented to intensive care due to pneumonia. It was noted that the pacemaker (pm) was under-sensing, and the right atrial (ra) lead was over-sensing noise which led to inappropriate automatic mode switch (ams) episodes. No changes were made and there were no consequences to the patient with respect to the products.